Manufacturer narrative:
The reported failure of the active exhalation control module is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a third-party service center field service engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation verification pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) were replaced to address the issue. The root cause is confirmed at this time. The device passed all test, and the system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
The manufacturer previously reported that an active exhalation verification pre-test failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a third-party service center field service engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation verification pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) were replaced to address the issue. The device passed all test, and the system meets the specification for the performed service and is returned to use. The suspected trilogy evo 3 way solenoid valve and proportional valve (aecm) were received at the manufacturer product investigation lab (pil) for further investigation of the failure. During the pil's evaluation, the service technician installed the trilogy evo solenoid valve on a trilogy evo stb and tested using the pil trilogy evo multifunctional test station. The solenoid passed aecm solenoid current verification at pre-test and aecm verification at post-test, but failed aecm verification during pre-test. This pattern is consistent with a mechanically restricted solenoid, possibly due to internal contamination or obstruction, which likely contributed to the active exhalation verification pre-test failure observed by service. Therefore, pil was able to confirm a failure of the solenoid valve. The service technician then installed the proportional valve onto the trilogy evo stb and conducted testing using the pil trilogy evo multifunctional test station, including aecm verification at both pre- and post-test. The proportional valve successfully met all established acceptance criteria. Based on these findings, pil concluded that the proportional valve is functioning as designed.